Event description:
The customer reported that the system would intermittently not save the images produced. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the connector on the image processor print circuit board and recommended replacement of the product meter. The system was tested and found to be working as intended and put back in service.